Event description:
It was reported to boston scientific corporation that a flexima plus biliary stent was to be implanted in the bile duct during a procedure performed on (B)(6) 2024. During the procedure, the stent could not be deployed, and the guide catheter was stretched. The procedure was completed using the non-bsc product. There were no patient complications reported as a result of this event. Note: this event has been deemed an MDR reportable event based on the investigation results which revealed that the stent barb was torn. A flexima plus biliary stent were returned for analysis. Visual examination of the returned device found the guide catheter stretched and kinked. The stent barb and the push catheter suture hole were found torn. Microscopic inspection was performed, and the stent barb and the push catheter suture hole were torn. No other problems were noted to the stent.

Manufacturer narrative:
Block h6: imdrf device code a0414 captures the reportable investigation finding of a stent barb torn. Block h10: a flexima plus biliary stent and delivery system were returned for analysis. Visual examination of the returned device found the stent undeployed and the guide wire attached to the suture. Microscopic inspection was performed, and the stent barb and the push catheter suture hole were torn. No other problems were noted to the stent and delivery system. The reported event of stent failure to deploy was confirmed. Taking all available information into consideration, the investigation concluded that the reported event and observed problems were likely due to factors encountered during the procedure. It may be that the difficulties encountered during the procedure when the device was attempted to be deployed and/or the force applied to the guide wire when it was not possible to deploy the stent, limited the performance of the device and contributed to the reported event and observed problems. Therefore, a review and analysis of the all the available information indicated that the most probable cause is adverse event related to procedure.